Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, yellow and brown particles, linear sharp opening (a dimension measurement in the shell was performed which identified the thickness within specification) and broken plug strap with sharp edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified(tear)opening and broken plug strap with sharp edge assessed as unidentified(tear) opening.

Event description:
Additionally, healthcare provider reported "any creases". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.